Event description:
A motor stall occurred (B)(6) 2014 at 08:56 and recovery occurred (B)(6) 2014 at 14:49. Another motor stall occurred (B)(6) 2014 at 05:59 and the stall did not recover. Troubleshooting/diagnostic testing included interrogation of the pump, the logs were read and the catheter was checked for patency. ) it was noted the patient reported hearing a critical alarm to their home refill nurse who contacted the hcp. The hcp felt the best course of action given the potential ramifications of under-dose of the intrathecal meds was to immediately replace the pump. There were no patient symptoms as per the reporter symptoms avoided due to quick pump replacement. The patient status at the time of the report was noted as alive no injury. Additional information later reported it was not determined the cause of the stall. The reporter was unaware of any status change following the replacement. The pump was used to deliver compounded baclofen, dilaudid, and clonidine. The patient outcome reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.

Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomaly, corrosion and or wear and or lubrication, stall due to shaft-bearing.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.